Event description:
It was reported that at 19,038 joules while using the surgical fiber during a prostate procedure, the fiber tip was damaged. The case was completed using and alternate procedure; no further complication were reported. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap and the metal cap are detached and not returned; the fiber/glass cap shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can freely rotate; the outer flow tubing open end appears damaged. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: mechanical force.